Event description:
The customer reported the system displayed uninterpretable images and failures during subtraction. Also, the system failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation 5v power supply was adjusted. The system was tested and found to be working as intended and put back into service.